Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The response buttons were not pressed during the event. Rapid atrial fibrillation (af) rate and motion artifact contributed to the event. Following the event, the patient was being cared for in the hospital and discontinued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.

Manufacturer narrative:
Follow-up report #1: additional information - 08/24/2018: monitor sn (B)(4) was returned to zoll manufacturing corporation for investigation of an unrelated issue. A device malfunction for the monitor was reported under MDR# 3008642652-2018-06466 due to a shorted igbt transistor. There is no evidence to suggest that the shorted transistor caused or contributed to this treatment event. The damage to the transistor occurred sometime after the treatment. There was no death or device malfunction associated with the defibrillation event. There is no indication the patient suffered any serious injury. Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor sn (B)(4) was returned to the distributor and the evaluation is currently underway. There is no indication at this time of a monitor malfunction that caused or contributed to the event. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
There was no death or device malfunction associated with the defibrillation event. There is no indication the patient suffered any serious injury. Device evaluation summary: electrode belt (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Monitor (B)(4) was returned to the distributor and the evaluation is currently underway. There is no indication at this time of a monitor malfunction that caused or contributed to the event. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid af rate and motion artifact. The rapid rate satisfied the rate detector of the detection algorithm. The source of the motion artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4) a summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The response buttons were not pressed during the event. Rapid atrial fibrillation (af) rate and motion artifact contributed to the event. Following the event, the patient was being cared for in the hospital and discontinued wearing the lifevest. There was no death or device malfunction associated with the inappropriate defibrillation event.